Event description:
The reporter did back to back (rapid succession) blood glucose tests. Results were 400, 327 and 296 mg/dl. Reporter was slightly dizzy and was not seeing clearly. During troubleshooting, it was learned that the reporter has been using incorrect testing technique, and cleaning the meter with control solution. Training on proper testing and cleaning procedures were reviewed with the reporter. A control test was in range, 119 (102-153). Follow up attempts to contact the reporter have not been successful.